Event description:
It was reported that the customer complained regarding low flow in an arctic sun device. A check of the inlet pressure with the fluid delivery line (fdl) removed showed an inlet pressure (ip) of -7.0 psi. They suggested a depot repair as this was indicative of a failed pressure transducer and would discuss repair options with biomed. Per follow up information received via task on 02apr2025, no patient involved at the time of the malfunction. Per sample evaluation results received via task on 23jun2025, it was reported that the arctic sun device received an alert 80 (non-recoverable system error).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. During ctu calibration an error code 2 occurred, replaced a pressure transducer and fixed the problem. Pressure transducer was replaced. Device received an alert 80. Input/output circuit card was replaced. The control panel¿s coin cell was replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer complained regarding low flow in an arctic sun device. A check of the inlet pressure with the fluid delivery line (fdl) removed showed an inlet pressure (ip) of -7.0 psi. They suggested a depot repair as this was indicative of a failed pressure transducer and would discuss repair options with biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.